Manufacturer narrative:
Collamer®ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4) - no known consequences or impact to the patient; torn material. Evaluation results: visual inspection of the returned lens showed the lens was returned in liquid and both the optic/haptic were torn. (B)(4).

Event description:
The customer reported the surgeon noted a nick on the +25.0 diopter cc4204a silicone single piece lens after it was inserted into the eye. The lens was removed without incision enlargement and another same model lens was implanted. The reporter stated they concluded the event was due to a lack of viscoelastic during loading.